Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was implanted into the patient to treat aortic stenosis/regurgitation. On an unknown date, aortic regurgitation was observed and was determined to be due to a tear on the right coronary cusp. On (B)(6) 2022, a non-abbott device was implanted in a valve in valve procedure. The patient remained hemodynamically stable throughout the procedure. The leaflet tissue was not manually manipulated or handled with any unprotected forceps or sharp instruments. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
An event of a leaflet tear and valve-in-valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the leaflet tissue was not manually manipulated or handled with any unprotected forceps or sharp instruments. There is no indication of a product quality issue with regards to manufacture, design, or labeling.